Event description:
Information was received that during use of this smiths medical cadd extension sets, leaking was noticed by the patient. It was reported hole on the set was losing a significant amount of medication, but moisture was seeping through which caused concern for sterility. Replacement sets was sent to patient. No patient injury reported.